Event description:
Reporter alleged the "circuit points" on the inform system docking station are burned. Reporter stated the system was never cleaned. It was not provided whether any actions were taken or treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.

Manufacturer narrative:
Event occurred in another country.